Manufacturer narrative:
The customer refused a service visit. The system data files were examined by siemens technical support personnel and determined that the instrument is performing within specifications. The cause of the discordant result is unknown. No further evaluation of the device is required.

Event description:
A discordant human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 analyzer. The result was questioned by the physician. The patient sample was repeated on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant hcg results.